Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. Prior to sensor insertion the area was prepped with alcohol. On approximately (B)(6) 2026, the patient experienced a skin reaction with redness, inflammation, dry skin, pustules and an infection under the entire sensor patch area. The skin reaction was treated with prescription unspecified oral antibiotics (unspecified dosage). At the time of report, the patient¿s condition was unspecified. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.